Event description:
It was reported that an li61se intraocular lens was removed intraoperatively due to bent haptic was noticed after the lens was placed in the pt's left eye. The ex-28 was used as the delivery device along with amvisc plus viscoelastic. Incision was enlarged for removal and a back up lens was successfully implanted. A stitch was placed and the pt's prognosis was described as good. Please reference MDR#: 1119279-2012-00132 for the intraocular lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.